Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord shorted. The communicator power cord showed no lights upon connecting to a different outlet. The cause of the power outage was not determined. A boston scientific company representative advised to return the communicator power cord and a new power cord will be sent. The communicator power cord is no longer in service. No adverse patient effects were reported.